Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery while removing the cannula it broke inside the patient. The surgeon had to make a larger incision to retrieve the broken fragment. It was not necessary to switch the surgical technique or do a second surgery.